Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a low blood glucose of 43 mg/dl. Customer stated that her blood glucose was 275 mg/dl this morning. Customer treated with the pump. Customer stated that she ate during the phone call to raise her low blood glucose and she feels fine. Customer declined troubleshooting for low and high blood glucose. Customer stated that the insulin did exit. Customer stated that the pump alarmed no delivery. Customer was advised that the pump was working as designed after a successful set change.